Manufacturer narrative:
The initial medwatch report indicates: device manufacture date: 05/01/2011. The initial medwatch report should have indicated: device manufacture date: 04/01/2011.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Physio performed unrelated repairs and then proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was powering itself off. There was no additional information made available. There was no report of any patient use associated with the reported issue.